Manufacturer narrative:
Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime or a33 test, and a21 error test or verify no excessive no delivery or occlusion alarm due to motor error alarms. No unexpected e or a alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a or e alarms, no delivery alarms and failed battery alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump made grinding noises during rewound process. Customer reported that the reservoir compartment had some damage threads. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test or verify no excessive no delivery/occlusion alarm due to motor error alarms. No unexpected e/a alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).